Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill test to reservoir per dop114-811. No air bubbles observed during analysis. Checked o-rings or stopper groove for defects and none were found. Also ran basal, bolus occlusion test per dop114-811 as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no air bubbles and no leaking. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer thinks their was leak in the reservoir and also getting a ton of air bubbles in the reservoir. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.